Event description:
(B)(4). It was reported by the patient that as a result of having the mesh sling product implanted in 2005, within a month after surgery she started experiencing constant pain, nausea and feels as though she is in labor. The patient does not specifically state which product was used; therefore, an unk women's health product is being entered. Add'l info has been requested but not yet received.

Manufacturer narrative:
The reported event could not be confirmed. The product family and lot number are unk. No sample was returned for investigation. No review or conclusions could be made regarding the alleged deficiencies. The product family for this women's healthcare product is unk; therefore, the associated labeling and (B)(4) could not be determined for review. (B)(4).

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for investigation. The lot number is unknown; therefore, the device history record could not be reviewed. No review or conclusions could be made regarding the alleged deficiencies. The product family for this women¿s healthcare product is unknown; therefore; the associated labeling and dfmea could not be determined for review. Although the product family is unknown, the women's health product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported by the patient that as a result of having the mesh sling product implanted in 2005, within a month after surgery she started experiencing contant pain, nausea and feels as though she is in labor. The patient does not specifically state which product was used; therefore, an unknown women's health product is being entered. Additional information has been requested but not yet received. The patient has an upcoming surgery on (B)(6) 2016.